Event description:
05/23/2005 - event brought to the attention of company employee, by a nurse, during a convention poster session; nurse referred to proper individuals. 2 days later - company made phone contact with ICU nurse manager to discuss clinical situation of reported rectal bleeding. Nurse stated the patient was not longer on the same nursing unit and she did not have access to their medical records at the time. She was able to retrieve some pieces of information via her computer. Nurse stated the patient had been admitted to ICU for a liver transplant. They developed diarrhea, and subsequently was considered a candiate for management with a flexi-seal device. The etiology of diarrhea was unknown at that time. She said the flexi-seal was inserted in 2005 and within the first 24 hours of use, rectal bleeding was noted. A lower endoscopy was performed. She stated ulceration in the rectum was detected with active bleeding. She also stated the ulceration needed "cauterization". Company inquired about the patient disposition. Nurse was unaware of their status at this time. Subsequent discussions with hospital have yielded no additional information.